Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii".

Manufacturer narrative:
Additional and/or changed data: b2, b5, h6, h10. This record is no longer reportable to the FDA. And will be un-reported.

Event description:
Physician, later confirmed, the previously reported event of "capsular contracture, baker grade iii" was for the contra-lateral side only. Currently, there are no reportable events on record. Record will be unreported.